Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump shut off during delivery. Customer's blood glucose was 100 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was exposed to rain; contacts on battery cap were not missing; battery compartment was not damaged or corroded and insulin pump was dropped twice on bathroom floor. Customer changed battery and display screen did not return. Customer was advised that battery cap would be replaced.